Event description:
It was reported that the patient is experiencing metal-related pathologies approximately thirteen (13) years post-implantation. No medical intervention has been reported to date. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
(B)(4). D10: 36mm cocr mod hd std. Item: 11-363662. Lot: 920330. Taperloc microp lat fmrl 7.5mm. Item: 15-103202. Lot: 405430. E-poly 36mm +3 hiwall lnr sz23. Item: ep-108323. Lot: 777540. Ti low profile screw 6.5x20mm. Item: 103531. Lot: 998460. Ti low profile screw 6.5x20mm. Item: 103531. Lot: 998430. G2: foreign, canada. The customer indicated that the device remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.